Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets detachment event on (B)(6) 2024. The site of detachment was hub. The infusion set was in use for 4 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.